Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the handpiece overheated during a lumbar spine fusion procedure. The case was able to be completed, but it was unknown what the hcp did to complete the case. There was no patient impact.

Manufacturer narrative:
Analysis of the handpiece found the complaint could not be confirmed. The handpiece passed all temperature testing. The housing was found to be scratched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.